Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have insulation damage on the conductor wire. The damaged insulation was located at the bipolar yaw pulley at the distal end. The instrument passed the electrical continuity test. No material was found missing. Fa found additional failures that were not reported by the customer. The instrument was found to have mechanical indentations on the bipolar yaw pulley. The indentations are likely related to the insulation damage on the conductor wire. The instrument was also found to have bent bipolar pins. This failure is most commonly caused by mishandling/misuse, such as an accidental drop or excessive force applied when trying to connect the instrument to an incorrect energy cable, which can cause the pin to bend. A log review was performed for the maryland bipolar forceps instrument reported in this complaint (pn: 420172-17/n10191014471) and the following was found: the instrument was last used on (B)(6) 2020. The instrument had 2 uses remaining. The date that the logs show as the last date used is after the reported event date of this issue ((B)(6) 2020). No error would appear in the logs for this type of reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the maryland bipolar forceps instrument was found to have damage of the conductor wire's insulation and the electrical continuity test passed. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps was found to have flossed wires. There was no report of patient involvement.